Event description:
It was reported that during a meniscus repair surgery, fast fix t1 and t2 implants were deployed at the same time. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The device was returned with suture and t1 anchor. T2 appears to have been removed from the suture likely from removal from patient. The deployment needle appears to be stuck at the distal tip of the needle. The needle has debris on the distal tip. A functional evaluation reveals the device could not be cycled as the deployment needle is stuck at the most distal tip. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.